Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 220 mg/dl. The customer also reported failed battery alarm. The customer was assisted with troubleshoot and customer stated the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery cap contact, however test battery cap was used and pump had failed battery test due to corroded battery tube. Unable to confirm low battery alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to failed battery test. Pump passed stop current and run current test.